Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: moisture in pump. Display distorted due to moisture damage. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Histories show pump was not in use beyond (B)(6) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay user/patient contacted animas to report that she was hospitalized on (B)(6) 2013 with a diagnosis of dka. The patient reported that her pump had stopped working the week prior and while waiting for the replacement she only took short acting insulin and did not take long acting insulin. The patient claimed her blood glucose (bg) reached over 400 mg/dl with symptoms of severe vomiting and was admitted into the hospital. The patient informed the animas representative that she was treated with IV insulin and fluids and discharged on (B)(6) 2013. This complaint is being reported because the patient was treated for hyperglycemia by an hcp after the subject meter discontinued working. The patient¿s reported hyperglycemia can be attributed to an inadequate backup plan.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.